Event description:
The health care professional reported that lens was explanted as patient was unhappy with the near vision and the clinical reason was slightly hyperopic to 215 refraction. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).